Manufacturer narrative:
Philips service replaced clea2 c-arc rotation motor and adjusted it; device restored to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that c-arm arm wavered due to weak brake force on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.